Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was oversensing. The lead was reprogrammed however this resulted in undersensing on the lead. The lead remains in use. No patient complications have been reported as a result of this event.